Event description:
(B)(6). Same case as: 2134265-2012-03793. Same patient as 2134265-2010-00659, 2134265-2010-05707, 2134265-2010-05706. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. During the index procedure in (B)(6) 2008, the target lesion located in distal right coronary artery was 75% stenosed, 3.0mm in diameter and 32mm long. The physician treated the lesion with pre-dilatation, and implanting a 3.00x32 mm (B)(6) study stent. Post dilation was performed. Residual stenosis became 0% . Timi flow increased from 2 to 3. The patient was discharged on ticlopidine and bayaspirin. In (B)(6) 2008, restenosis was confirmed in the proximal right coronary artery (rca) and in the mid rca . A percutaneous coronary intervent (pci) was performed and the lesions were treated with balloon angioplasty. The lesion located in prox rca with reference vessel diameter of 3.50mm, a length of 20.0mm, and visually 50% stenosis was treated with balloon angioplasty. Residual stenosis became 25%. Timi-3 flow kept through the procedure. The lesion located in the mid rca with reference vessel diameter of 3.50mm, a length of 20.0mm, and visually 99% stenosis was treated with balloon angioplasty and deployment of a taxus stent of unknown size. Residual stenosis became 0% . Timi-3 flow kept through the procedure. The patient was discharged the next day. In (B)(6) 2011, the patient developed asymptomatic myocardial infarction and expired the same day. The patient developed cardiopulmonary arrest without any contributory factors. Resuscitation was also attempted. However, the patient expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).